Event description:
The resmed airsense 10 autoset device that I use for obstructive sleep apnea appears to be reporting false data (or, alternatively, the reporting system used by resmed is reporting false data). I was out of the country for ten days and forgot the gasket to the device, so I was unable to use it at any time during my trip. When I returned I was very surprised to be presented a report from resmed that indicated multiple hours of usage, multiple apnea events, mask on/off events, and other data for days when I know for a fact that the machine was sitting, unplugged, inside its case. It concerns me greatly that patients and physicians depend on these reports to monitor patient treatment for a serious condition that is linked to heart attacks, strokes, and other serious health problems. Had I not been out of the country, I could very well have relied on those same reports to make decisions about my health, oblivious to the fact that the reports are inaccurate. They're either reporting data for a different machine or reporting false data for my machine ¿ either event is unacceptable. After discussing this matter with family members who are senior leaders in the medical profession, they suggested I should report it. I have screen shots of the device reports for dates when I know for a fact that machine was not turned on. Because this reporting system does not appear to allow attachments, I am unable to attach them but would be happy to email them.